Event description:
During ureteroscopy with laser lithotripsy, surgeon requested the laser fiber be trimmed. Surgeon removed laser fiber from video ureteroscope and handed it off to the scrub technologist. Something blue was still protruding from the end of the scope inside the patient. The surgeon removed the scope from the patient but didn't see anything blue at the end of the scope. He attempted to pass a guidewire down the scope to ensure the channel was clear but was unsuccessful, the wire would not pass. He then attempted to pass the same wire up the scope. That maneuver pushed some laser fiber out of the working channel but not all the way and both the fiber and wire became stuck. Surgeon attempted to pull the fiber from the working channel with a mosquito clamp but was unable to get it out. The service line coordinator had been called to the room, so the scope was removed from the field, given to her and a new scope was provided and the surgeon was able to complete the case. The coordinator took the scope to sterile processing department where a piece of laser fiber approximately 12 inches long was extracted from the scope.